Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level and the pump alarmed insulin flow blocked alarm. The customer¿s blood glucose level at the time of incident was 200 mg/dl and the current glucose level. The customer was asked to remove reservoir then rewind then re-inseblood glucose level was 400 mg/dl. The customer was treated with pump for high blood rt reservoir and ran load reservoir with current set and the insulin exited. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.